Manufacturer narrative:
The complaint of tego cap was stuck on the central venous catheter lumen, and unable to remove or flush on tego cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The complaint investigation is pending at this time. A supplemental emdr will be submitted after approval of the investigation.

Event description:
A medwatch report # mw5171843 received on 10-jul-2025 which stated: tego cap was stuck on central venous catheter lumen. Care partner unable to remove or flush. Cp was instructed to wait for on call registered nurse to arrive but decided to try several tools (pliers, vice grips, and a knife) to remove and ultimately cut away the cap as it resisted all attempts to twist it off. Patient had to go to emergency room next day and ultimately had central venous catheter replaced in outpatient surgery. I have completed this form as it is required per our safety data entry site but I feel the cap was the least of our problems with this incident. The cap was stuck but the care partner was the escalating factor. I feel if the on call registered nurse was allowed to see pt and attempt removal it may not have been as big an issue. Additional event information obtained from ufmw: the initial reporter asked to remain confidential. The suspect medical device is a needle free hemodialysis tego connector with unknown list and lot number.